Event description:
It was initially reported by a physician that a vns patient experienced heavy breathing issues with coughing to the point that patient was taken in an ambulance. The patient was later seen by an ent who declared left vocal cord paresis on the patient. The reported cough was found to be exacerbated by vns stimulation as found with increase in parameters. Diagnostics on the patient were within normal limits. At the moment plans are to program the patient's device off. X-rays were taken of the patient and evaluated by the manufacturer. The generator was visualized in the left upper chest. The filter feed-through wires appear to be intact. The lead connector pin seems to be fully inserted into the generator connector block. Part of lead is placed behind the generator and could not be assessed. Electrodes seemed correctly aligned on the vagus nerve. Moreover, the treating physician mentioned there was a relationship between the vocal cord paralysis and vns stimulation. Fiberoscopy shows that when stimulation is on, the vocal cord twitches. When off, it has a much reduced motility. Ent physician did not believe there was a necessary connection between mobility and the cough attacks. There are other factors such as polyposis, that could contribute to the cough. At the moment patient does not want the vns programed off, stimulation was reduced instead.

Manufacturer narrative:
.